Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 27 mg/dl. The customer stated that she was passed out and doesn't know how low blood glucose was treated. Customer¿s blood glucose level was 27 mg/dl at time of incident. Customer¿s doesn't know the current blood glucose level. The customer was assisted with troubleshoot. The customer stated that they had experienced low blood glucose. The customer stated that they are unsure if the drive support cap is protruded, loose, sticking out or flush. The customer stated that pump was lost during the ride from the emergency medical service to the hospital. Customer was admitted into hospital as a result of low blood glucose levels. Customer reported that the low blood glucose levels began on (B)(6) 2017. The blood glucose value when admitted to hospital was 27 mg/dl. The customer complained about low blood glucose levels. It was reported that the low blood glucose levels were under control and was unsure if customer was wearing the pump at time of hospitalization. The product was returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly noted during testing. Unit received with minor scratched lcd window, cracked reservoir tube lip and scratched case.